Event description:
Rptr alleged the connector pins 3, 4, and 5 of the inform system have a green substance on them and the system base had been flashing a few days ago. The domestic MFR's eval dept determined there was melting and burning on the 3rd and 4th connector pins of the system. No actions were taken or treatment was reported. A request had been made for the return of the suspect product and replacement product had been sent.